Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to low blood glucose levels of 46 mg/dl on (B)(6) 2017. Later the blood glucose level was 190 mg/dl. The customer experienced constant shaking as symptoms of their blood glucose levels. The customer ate candies as treatment for their blood glucose levels. The customer also reported partial display on the insulin pump which was resolved by troubleshoot. The customer was wearing the insulin pump during the hospitalization. The customer did not troubleshoot the issue at the time of the call. The product was not returned for analysis.